Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on may,09,2023.